Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that there was no event and that the stimulation was appropriate. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that the lead moved during the trial and didn¿t stay where it was supposed to. Information regarding the cause of the event has been requested. If additional information is received, a follow-up report will be sent.